Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer service instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with a follow-up to be conducted. The customer reverted to an alternate method of insulin therapy.